Event description:
It was reported that this left bundle branch (lbb) lead was repositioned several times due to high capture thresholds. The lead remains in use. No additional adverse patient effects were reported.